Event description:
I was implanted with essure coils and began having terrible side effects. My hair began falling out, my stomach got so bloated I looked 5 months pregnant. I gained weight and began having heavy, painful periods. I then began to experience joint pain and painful sex.. I also noticed bowel problems. Frequent stomach aches, diarrhea, heartburn. My skin began to get bad rashes and I got a really bad case of eczema on my hands. I couldn't wash dishes, bathe my children, or wash my hands frequently like I normally did. I have suffered so much. I had to get a hysterectomy at (B)(6) to get them removed. I am finally feeling relief. Conceptus.